Manufacturer narrative:
Ortho investigation: during normal operation of the ortho vision analyzer, the camera imaging subsystem (cims) interfaces with a hardware camera to request and retrieve camera images for column grading and results interpretation. The camera software uses a first-in, first-out queuing system to take and return images to the cims software. Under an atypical software anomaly, a customer observed that images used for analysis of a test result did not come from the front and back sides of the same card. Ortho determined that the cims processed images out of synchronization (images captured earliest in sequence are placed at the top of the queue to be processed). As a result, image processing software utilized on the ortho vision analyzer may use mismatched front of card and back of card images for column grading and result interpretation. The most probable assignable cause is analyzer-related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. No patient results reported. A communication (cl2022-243) was sent on 21sep2022 and advised customers that until a software update is available, when the ortho vision analyzer posts a cims28, cims33, cims35, or a cims02 error code, to please abort all tests in-process, shut down the system and restart the analyzer. Restarting the analyzer will reset the software and resynchronize camera images to resolve the use of mismatched images. In addition, results generated around the time the error code was reported should be reviewed for concordance with known patient information, if available. The FDA was notified of this issue on 22sep2022. Us FDA recall report number: 2250051-09/22/2022-001-c res# 90960.

Event description:
Customer reported running a patient sample and analyzer read the abo card but when antibody screen card could not be read by analyzer. Analyzer gave cims error codes cmis28, 35, 18, 53, 62. It also gave duplicate card messages with 10-15 abo cards and read them as anti-igg cards. Mismatched images were identified. No erroneous results were reported. Ortho investigation: during normal operation of the ortho vision analyzer, the camera imaging subsystem (cims) interfaces with a hardware camera to request and retrieve camera images for column grading and results interpretation. The camera software uses a first-in, first-out queuing system to take and return images to the cims software. Under an atypical software anomaly, a customer observed that images used for analysis of a test result did not come from the front and back sides of the same card. Ortho determined that the cims processed images out of synchronization (images captured earliest in sequence are placed at the top of the queue to be processed). As a result, image processing software utilized on the ortho vision analyzer may use mismatched front of card and back of card images for column grading and result interpretation. The most probable assignable cause is analyzer-related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. A communication (cl2022-243) was sent on 21sep2022 and advised customers that until a software update is available, when the ortho vision analyzer posts a cims28, cims33, cims35, or a cims02 error code, to please abort all tests in-process, shut down the system and restart the analyzer. Restarting the analyzer will reset the software and resynchronize camera images to resolve the use of mismatched images. In addition, results generated around the time the error code was reported should be reviewed for concordance with known patient information, if available. The FDA was notified of this issue on 22sep2022. Us FDA recall report number: 2250051-09/22/2022-001-c res# 90960 note: 28apr2022 is the date of the complaint that initiated the investigation of this issue and is the awareness date for the first MDR reported (2250051-2022-00036). After the failure mode was understood, a retrospective review of complaints was performed and it was determined that the first complaint was received on 05feb2019 (complaint no: (B)(4)); therefore, this would have been the awareness date of the issue had the failure mode been recognized/understood at that time. The issue was confirmed by ortho on 09may2022.